Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found due to a pinhole on the connecting tube the water tightness was lost, and the adhesive on the bending section cover rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope was leaking. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the indication on connecting tube had a disappeared area. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ inspection of the endoscope. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.